Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge. The patient reportedly initiated the load cartridge step and the pump began pushing insulin out of the cartridge. The reporter pulled the battery out of the pump to stop the load step. The reporter reinserted the battery into the pump and started the load step and it pushed the remaining insulin out of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # - 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4):a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. A rewind, load, and prime sequence was performed with no alarms occurring. The pump was opened and there was evidence of moisture damage on the pcb. The pump was also observed to be cracked near the display lens.